Event description:
A patient underwent an x-stop procedure in 2008. Approximately 5 weeks post implant, the patient called in and reported that she still had pain. In a later follow up in 2009, the patient reported that in 2008, the treating surgeon removed one of the x-stops due to worsening symptoms. Patient was not willing to provide further information.

Manufacturer narrative:
Other - device not returned, follow up with patient. Results: other - no conclusion can be drawn at this time.